Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath. The device was visually inspected. The device appears to be in used condition with visible signs of blood. The sheath is kinked at the blood inlet holes. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The sheath was kinked near the blood inlet holes. Therefore, the complaint can be confirmed for sheath mechanical damage. The exact root cause cannot be determined. The likely cause is the sheath was kinked during handling. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device used in the case, for the second device please refer to section h10 for the related report number.

Event description:
Terumo medical corporation received the following reported information: after the endovascular thrombectomy (evt) procedure, the angio-seal device was used to achieve hemostasis. However, the assembly could not be inserted into the puncture site. Attempt to insert the assembly continued, however, this caused the portion near the blood inlet hole to become kinked. Another angio-seal device from the same lot was unpacked. However, the same thing happened with the second device. The device was not used, and a third angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the third device. The estimated blood loss was less than 250cc. The type of procedure was hemostasis. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There were no other devices or equipment used with the reported product.